Event description:
It was reported that electrogram (egm) from carelink transmission showed the right ventricular lead had intermittent t-wave oversensing. It was noted that the oversensing results in an occasional pause in pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.